Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified the patient's scs system generator was replaced without complications and the reported issue resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It reported the patient's scs system implantable pulse generator would be change. Reportedly, the patient wants access to burst therapy due to the current (tonic) therapy not being effective.